Event description:
A customer reported toxic anterior segment syndrome (tass) after surgery. The pt has been assessed and the infection is under control and symptoms are improving following unspecified medical treatment. It was noted that the surgeon used preservative free adrenaline as an additive to the balanced salt solution (bss) used at the time of surgery.

Manufacturer narrative:
A sample has not been returned, therefore a lot specific investigation cannot be done. All lots were released according to the required specifications. A root cause has not been identified. (B)(4).